Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.

Event description:
The manufacturer's representative reported a pump explant and replacement after 88 months implant duration. During explant, the hcp noted pump's catheter access port was separated from the pump, no force had been applied. The during contained in the patient's pump was dilaudid (30 mg/dl) delivered at 12.5 mg/day. The hcp reported no patient injury and the patient recovered without sequela.